Manufacturer narrative:
Concomitant medical products: fr995-27 tissue valve was implanted (B)(6) 2004, 310f31 tissue valve was implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial left ventricular (lv) lead exhibited high thresholds, increased bipolar thresholds and high unipolar impedance with an alert. The epicardial left ventricular (lv) lead was capped and replaced. No patient complications have been reported as a result of this event.